Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable drug infusion device. The drugs being delivered were dilaudid (hydromorphone) and an ¿other¿ drug (some kind of numbing agent), both with unknown doses and concentrations. The reason for use was non-malignant pain. It was reported that the patient wanted to know if the manufacturer had received the pump back yet or not. The caller states he is on his second pump. His first pump shut down on him and started to sing to him. The pump was playing him all sorts of tunes every 15 mins. The issue started on (B)(6) 2017. From (B)(6) 2017 he was going through withdrawal. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-dec-28. It was reported that the manufacturer's representative would return the pump once replaced. No further complications were reported or anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to gear-pinion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl [8,000 mcg/ml] at a dose of 2, 196 (no units provided) and bupivacaine [20 mg/ml] at a dose of 5, 421 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient experienced a motor stall on (B)(6)2017 in the a.m. The patient started feeling withdrawal and lack of efficacy that day. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed included pulling the logs on (B)(6) 2017 and confirming the stall. Surgical intervention did not yet occur but was planned/scheduled for friday, (B)(6) 2017. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of withdrawal and lack of efficacy). The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the device was infected and the entire system was explanted. No further complications were reported.